Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed the front panel assembly and the pump door catch posts were damaged. Although there were visual indications of dried fluid within the cassette compartment, there were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The go/ no go gauge check and load cell verification passed. A pre-accelerated stress test 15 min 1000 ml simulated treatment was started. During the treatment set up, a blank display was encountered. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. A second pre-accelerated stress test was completed with no failures. The mushroom head check passed. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed fluid could not be determined. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a scale reading error warning alarm at the end of the fill cycles and a load cell warning in fill 3 of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon pdrn follow-up it was determined the patient was able to complete treatment. There was no patient harm or adverse event, and no medical intervention was required. The new cycler has been received and the malfunctioning cycler will be returned. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.